Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 210.6021 on their 8100: recommended the customer replace the door\ keypad. If fault does not clear, next would be display board, then door harness, then logic board. Recommended the customer send in for repair if the door\ keypad does not correct the issue. Recommended customer reinstall old door\ keypad before sending in for repair if the fault is not cleared. Customer will follow my recommendations. Ended call.